Event description:
It was reported that balloon rupture occurred. There were 3 wallstents placed over 6 months ago. The non-tortuous and non-calcified target lesion was located in the left common iliac vein down to external iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for in- stent dilatation. However, upon third inflation at 5 atmospheres for 30 seconds, the balloon ruptured. Another 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, after being inflated three times at 5 atmospheres for 30 seconds, this balloon also ruptured. The device was removed and the procedure was completed with a 15/40/75 xxl balloon catheter. There were no patient complications nor injuries reported.